Event description:
It was reported that an abnormality in the right atrial (ra) lead impedance was noted at a routine device check. In addition, oversensing was confirmed on the atrial side when the patient raised their left arm. During the check, over (B)(6) events of atrial high rate episodes were detected in which the duration varied, thus were considered unphysiologic. According to the patient's medical records, the abnormality in the lead impedance had been detected at a routine device check in (B)(6) 2011, in which it had been unstable in unipolar configuration and therefore was set in bipolar configuration. Oversensing was also noted at that time, however was unable to be reproduced therefore the settings were left unchanged. An ra replacement procedure is scheduled along with the device which exhibits a remaining longevity of 7 months. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: 5054-58, lead, implanted: (B)(6) 2005. (B)(4).